Event description:
It was reported that this patient has been referred for a revision due to a lead break. No surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Surgical intervention has taken place, and the patient's generator and lead were replaced. No other relevant information has been received to date.